Manufacturer narrative:
This was initially submitted on the summary report dated (B)(6), 2014 under (B)(4). Additionally, this was submitted on the summary report dated (B)(6), 2015 under (B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced an unspecified injury. Furthermore, it was reported that the plaintiff died. The cause of death reported was chronic obstructive pulmonary disease exacerbation due to health care associated pneumonia and acute myocardial infarction.